Manufacturer narrative:
This report has been identified as event two of b. Braun (B)(4) internal report # (B)(4). Visual inspection: received: 40 unused kits. Visual inspection of kit components no abnormalities found. Others: clip attachment check. Attached the received clip sample to an unused connector without any problem. No looseness observed. N = 10. The sample was left alone for 24h without the clip detaching. No abnormalities found. Device history record: no abnormalities found from reviewing the relevant device history record(s). Although the returned samples did not appear to have any non-conformances this is a known issue, and the product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however this item or similar items are sold in the united sates by b. Braun medical, inc.

Event description:
As reported by the user facility (B)(4): event 2: detachment of perifix connector clip.